Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy peritoneal effluent and abdominal pain. The cause of peritonitis was unknown. On the same day as the onset of peritonitis, the patient began treatment with ceftazidime (intraperitoneal, 1.5 grams daily, duration not reported) and cefazolin (intraperitoneal, 1.5 grams daily, duration not reported) for peritonitis. One day after onset, the patient was hospitalized for the peritonitis event. Four days after the onset of peritonitis, antibiotic therapy with cefazolin was suspended. Extraneal and physioneal therapies were ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.